Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt reported he has experienced elevated blood glucose readings and bent infusion set cannulas while using the infusion sets. Pt stated his elevated blood glucose reading were up into 259-400's mg/dl. Pt's normal blood glucose range is around 100 mg/dl. Pt reported he treated his elevated blood glucose by changing his infusion site and then bolusing. Pt stated although he has noticed his readings to be a little higher recently, he has struggled to keep his readings under control for the past 42 yrs so fluctuations in his readings are not new to him. Pt reported he noticed one cannula when he removed, it was kinked. Pt stated the infusion set cannula was forming a "z" like shape. Pt reported the infusion set had bends in 2 places. Pt stated he wore it for 4 hrs and then noticed the increase in his blood glucose readings. Pt uses the insertion assist plus device to insert his infusion sets. Pt reported he experienced elevated readings almost every day. Pt stated he would sometimes have to change his infusion site up to twice daily to bring the readings down. Pt reported there were a couple of instances where he would push the blue button to extend the infusion set needle but it would not extend correctly so he would re-push it until it was fully extended. Pt stated there have been occasions where a little blood came from the infusion site when he removes it. Pt has discarded the alleged infusion sets. The pt did not require treatment from a health care professional or second party to address the issue. No product return was requested.